Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient's son that he underwent a hernia repair procedure and mesh was implanted. Since the surgery, he has experienced severe pain that has affected his mobility. He is only able to walk short distances with the assistance of a cane. He has been evaluated by numerous physicians and been given medication for the pain. Additional information has been requested.